Manufacturer narrative:
The device was received, and an evaluation is complete. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a delayed keypad response. Service evaluation verified the delayed keypad response. The cause was identified to be a failed processor board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a delayed keypad response. No additional information is available.